Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly separated from the adhesive, causing the cannula to dislodge. This occurred while the patient was playing football. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an occlusion alarm. No damages or deficiencies were observed that would contribute to the reported dislodged cannula or observed occlusion alarm. The cause of the reported dislodged cannula could and observed alarm could not be determined. Inspection of the adhesive pad was attached to the bottom housing. The investigation found no evidence of detached or separation of adhesive pad.